Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The run data file analysis confirmed that the trima system showed a message to 'verify wbcs in the plalelet product' due to platelet concentration too high.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection both pre-and post- filtration. However, analysis showed that the platelet product could not be labeled as leukoreduced and a verify wbcs in the platelet product message was shown due to platelet concentration too high. This verification message will be shown when the collected platelet concentration prior to pas addition is > 4.2 x 10^6 platelets/ul. The 7.0e11/159ml procedures elected in this run is configured to collect at a platelet concentration of about 4.4 x 10^6 platelets/ul. At this higher collection concentration, the risk of wbc contamination to the platelet product is increased and therefore the platelet concentration too high verification message flags the operator to count the platelet product for wbcs. It is possible that the high platelet collection concentration may have contributed to the higher than expected wbc content in the platelet product reported for this collection. Based on the available information, it is also possible, though not conclusive, this leukoreduction failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The customer reported elevated wbc count before and after filtration. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.